Manufacturer narrative:
It was reported by the service engineer, that the battery was replaced. The device was tested, and released for service.

Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery error. There was no patient involvement when the issue occurred. There was no patient or user harm reported.